Event description:
On (B)(6) 2016, a reporter for the lay user/patient contacted lifescan (lfs) to report that the patient¿s onetouch verioiq meter displayed an unknown error relating to a ¿strip error.¿ the complaint was classified based on customer care advocate (cca) documentation. The reporter detailed that the issue occurred on ¿(B)(6) 2016¿ at 07:30am. The reporter stated that the patient manages his diabetes by self-adjusting his insulin doses and denied that he had made any changes to his usual diabetes management routine in response to the alleged issue. The reporter detailed that ¿a few hours¿ after the issue occurred the patient developed a symptom of feeling ¿nauseated¿ however denied that he received any treatment. During the troubleshooting the cca noted that when the patient was walked through a retest the issue remained unresolved. The product was replaced and requested back for evaluation. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.